Manufacturer narrative:
The sensor was removed on 06 march 2020. User did not report any pain at removal appointment. No further investigation is required. H6 result code updated to 3221. H6 conclusion code updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user reported of pain at insertion site but no drainage or bruising or fever and she also mentioned that she was having a flare and not feeling well.